Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the hospital for a new pump implant and a "pump memory message" displayed during updates multiple times at the operating room (or) and recovery room. It was noted that a possible source of electromagnetic interference (emi) was present. At that time, the pump had not been updated and was still in shelf state. It was recommended that the therapy be stopped and the pump be reprogrammed. The issue was resolved and telemetry was successful. No patient symptoms or injury were reported. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that, when the pump was interrogated, telemetry was interrupted and a pump memory error occurred. The user was unable to update the pump. The physician programmer was rebooted. When the pump was reinterrogated, it indicated that the pump had been stopped for 33 minutes. The pump was then updated to simple continuous mode successfully.

Manufacturer narrative:
Product ID, 8840 lot# serial# unknown, product type programmer, physician product ID, 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter(B)(4).

Manufacturer narrative:
(B)(4).